Event description:
Reporter indicated the patient is scheduled for generator replacement surgery due end of service. X-rays were sent to the manufacturer for review. Review of the x-rays revealed a suspected lead fracture approximately one inch above the connector pin. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.